Event description:
It was reported that an unknown procedure, after the device was fired, some of the staples were malformed. The procedure was completed with a like device. No adverse pt consequence was reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.